Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# va01czn, implanted: (B)(6) 2012, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient¿s spouse called back stating that they previously met with a manufacturer representative (rep) on (B)(6) 2019 to get 4 new programs set on the programmer, with instructions to use each program for 2 weeks. The caller reported that the ins was still not working to control the pt's symptoms, and noted the first ins that was replaced (due to normal battery depletion) worked fine to control the pt's symptoms. The caller explained their reason for calling was to send another message out to the rep to facilitate another appointment to get reprogramming done. It was documented that a rep was contacted regarding this request. There were no further complications reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# va01czn, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07/05/2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the device was not working and that it seemed to work the first few months. They also stated that the have changed the programming and it has not helped as they did not experienced any therapeutic relief. Patient also reported impedance issue with the leads. Patient is going to have an appointment with the mdt rep. No further complications were noted or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# va01czn, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse reported that over the last 5 to 6 months it seemed like the device was not working. Additional information was received from the consumer on 2019-feb-27. The patient called and attempted to confirm their appointment on (B)(6) 2019 with a manufacturer representative (rep) and the patient was redirected to their hcp. It was noted that the patient had called the hcp to confirm the appointment and the hcp stated they did not have a rep scheduled to meet with the patient. The patient would like to confirm the appointment because they needed help adjusting stimulation because they have been having issues since thanksgiving. There were no further complications reported/anticipated.